Event description:
As reported through the (B)(4), this patient received a 2nd 23mm sapien valve to treat aortic regurgitation that worsened over a 2-year period. The patient was admitted to the hospital 26 months post tavr with exacerbated chf with severe aortic insufficiency, low hemoglobin, iron deficiency and pulmonary effusion. The patient was treated with diuretics and received 2 units prbc during the admission. A valve-in-valve procedure was planned. The second sapien valve was implanted without report of incident. The patient was discharged in stable condition 17 days after admission.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the sapien valve instructions for use (IFU) and the thv training guide, aortic insufficiency is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause of the reported event cannot be confirmed. The severe pvl and moderate aortic regurgitation were noted to be the same at discharge and at the patient¿s 30 day and 1 year follow-up visits. The aortic regurgitation progressed to severe, as noted at the patient¿s 2 year follow-up visit, requiring a second sapien valve to be implanted within the first valve. It is possible the patient¿s underlying comorbidities (e.g. Aortic stenosis, existing chf and extensive cad) may have contributed to the events reported. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.